Event description:
The customer reported that some of the saved pt images were missing. No pt injury was reported.

Manufacturer narrative:
Ge service representative performed an onsite investigation. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.